Manufacturer narrative:
(B)(4)..

Event description:
Per the clinic, the patient experienced recurrent infections (date and treatment not reported) resulting in the revision surgery to place an internal magnet (date not reported).

Manufacturer narrative:
(B)(4). Per the clinic, the patient underwent revision surgery on (B)(6) 2016 to remove the internal magnet. Additionally, the patient was treated with topical antibiotics (date not reported). This report is filed october 11, 2016. Implanted device remains.